Event description:
The customer indicated that a falsely elevated architect ca19-9 result was generated. The patient had generated a value of 8.2 u/ml on (B)(6). Now ((B)(6)) a value of >1200 u/ml with an auto dilution result of 1419.42 was generated. The patient had rectal cancer on (B)(6) but the physician stated that there was no reason to see the increase in ca19-9 at this time. Neuraminidase testing was performed with a different lot and a result of < 2.00 u/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported a falsely elevated architect ca 19-9 patient result. Accuracy testing was completed using retained kits of reagent lot 28214m500. Acceptance criteria were met, which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the likely cause lot performs per specification. No malfunction was identified; this issue was limited to one discreet patient sample. The customer performed troubleshooting of the sample with dilution linearity that did dilute linearly and a decrease in the result was seen when the sample was treated with neuraminidase. These results suggest the presence of 1116-ns-19-9 reactive determinants and are addressed in the package labeling. Review of ticket trending did not identify atypical complaint activity related to falsely elevated results. The lot search did identify atypical complaint activity related to the issue under review. The architect ca 19-9 reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.